Event description:
It was reported that the patient presented to the hospital with palpitations and weakness with a heart rate of 110 beats per minute. The device was reprogrammed and the patient's symptoms subsided. Three weeks later, the patient presented with a heart rate of 110 beats per minute again and requested reprogramming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the PMA / 510(k) number cannot be determined. (B)(4).